Event description:
It was reported that the customer called paramedics due to expecting to experience a low blood glucose event due to the amount of active insulin that was reflected to be in the insulin pump. The blood glucose reading was unknown; however, the customer stated that there was no need to treat since the customer did not actually have low blood glucose. He noted that he was not sure what the blood glucose reading was at the time of the event, but advised that his blood glucose reading was within normal range. Paramedics were called for cautionary reasons. Nothing further reported.

Manufacturer narrative:
(B)(40. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.